Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the foreign matter. Black oily lump is it from a biological origin please explain in more detail =>it seemed to be non-biological. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. When taking out the needle-suture to the surgical field, it was found that there was a foreign substance on the needle. It was not used for the surgery. When the sales rep checked the returned product, it was like a black oily lump. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational narrative: one empty opened foil, a paper lid, and a winding former with eight needle/suture combinations product code vcpb841d were returned to ethicon inc for analysis. The product code is multi strands and required eight strands per packet. Upon visual analysis of the returned sample revealed that the surface of a needle from slot # 6 has foreign matter (silicone) near the tip. Based on the information currently available, the foreign matter (silicone) was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m